Event description:
In 2009, the home patient (hp) contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) device during dwell 3 of 5. The hc was connected and the supply bag fell from the table, hit the floor and became unspiked. The caregiver (cg) needed assistance clearing the alarm and unloading the cassette and bags. The tsr explained the alarm and referred the cg to the on call nurse for further medical instructions. The cg did not continue with therapy that night. The hc device was operational. On the following month, the home patient's nurse was contacted regarding the alarm. The nurse stated the patient developed peritonitis. The nurse saw the patient on the same day, and they are doing better. There is no follow up culture yet. The nurse did not have information concerning the peritonitis because the patient's doctor does not go to that clinic. Further information was not available. Five days later, the following information from a second peritoneal dialysis nurse was obtained. The nurse stated there was a leak on top of the cycler. The patient thought there may have been a leak in the dianeal bag. The patient was hospitalized for the peritonitis and received oral antibiotics (dosage and route unknown). No details were available concerning the peritonitis. The patient had a break in aseptic technique and was retained.

Manufacturer narrative:
The patient discarded the sample, and therefore it is not available for evaluation.